Event description:
It was reported patient's ipg had migrated due a fall. Surgical intervention took place wherein the ipg was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.